Event description:
It was reported that the carotid wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After deployment of the stent, the stent delivery system could not be removed without surgical ingenuity. The procedure was continued and completed by using the same device. There were no patient complications as a result of this event.